Manufacturer narrative:
H3: product ID: 97755-s, serial/lot #: (B)(6), was returned for product analysis. Analysis found recharger antenna failure, specifically the controller would not power on when the recharger telemetry module (rtm) was plugged in. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for the call was caller stated that their controller would not let them charge their implantable neurostimulator (ins). Caller stated that the controller was little sluggish yesterday so they took the battery out to reset the controller and it eventually allowed them to charge the ins, but now it would not charge. Caller added that they tried turning the controller off and back on, but that did not resolve the issue. Agent walked caller through removing the battery pack. Caller confirmed no physical damage on recharger cord, pins, controller connector port pins nor battery compartment pins. Caller commented that the recharger paddle appears to have some wear and tear. Agent had caller reinsert the battery and unlock the controller. Caller saw "battery low, recharge your implanted device soon". Caller stated the controller was 100% charged and the ins battery was empty. Caller then connected the recharger but the controller did not advance to the "position" screen. The controller was not recognizing that the recharger was plugged in. Caller confirmed the controller responds to the ac power supply just fine. The issue was not resolved. A replacement recharger telemetry module (rtm) was sent out. No symptoms were reported.